Manufacturer narrative:
It was reported that the outer base tube had a broken weldment. This broken weld was confirmed to have no effect on functionality or stability of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the patient left side outer base tube had a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the patient left side outer base tube had a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.